Manufacturer narrative:
Correction: d9: date returned to MFR. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed flow rate test was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log revealed the infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.